Event description:
Event description guidant received information that the implanted lead was observed to have loss of ventricular capture and high impedances. A conductor coil fracture was suspected. A lead revision procedure was scheduled to be performed.